Manufacturer narrative:
All information reasonably known as of 07-feb-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 20-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced seven different incidences, which were associated with separate units, involving seven different events. This is the second of seven reports. Refer to 3011270181-2019-00032 for the first event. Refer to 3011270181-2019-00034 for the third event. Refer to 3011270181-2019-00035 for the fourth event. Refer to 3011270181-2019-00036 for the fifth event. Refer to 3011270181-2019-00037 for the sixth event. Refer to 3011270181-2019-00038 for the seventh event. It was reported that the patient experienced infection after use of the device. The secretions were congealed. Additional information received 11-sep-2019 stated there was no immediate respiratory distress that required intervention related to the product use.